Manufacturer narrative:
Philips has investigated this complaint. According to the additional information received, the system was not in clinical use. Philips field service engineer (fse) inspected the system onsite and confirmed that x-ray failed. The parts were returned to analysis, and it was found that kv-ma was defective. Fse replaced the kv-ma. After replacement the system was returned to good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the system did not x-ray. No patient harm was reported.